Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hty. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: ti locking bolt (part numbers: 459.36, 459.42, 459.46, 459.56; quantity: 4). Device history records review was conducted. DHR review for part #474.141s, lot #5469939. Release to warehouse date: 11-apr-2007. Expiration date: 29-feb-2016. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a femoral nail implanted in (B)(6) 2007. On (B)(6), 2017 patient had nail removed due to hypertrophic nonunion. Patient was revised with a larger femoral nail. There was no delay in surgery and procedure completed successfully. There is 1 device in this complaint concomitant devices reported: ti locking bolt (part numbers: 459.36, 459.42, 459.46, 459.56; lot number unknown; quantity: 4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient code (B)(4) used to capture additional medical/surgical intervention required. The investigation could not be completed; no conclusion could be drawn, as no product was received. Initially reported concomitant parts were deemed reportable parts and medwatches are submitted these additional parts. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).